Manufacturer narrative:
Product ID 399945, lot# v017264, implanted: 2007 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2007(B)(6), explanted: 2012 (B)(6); product type extension product ID 399945, lot# v017264, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that they had an implantable neurostimulator (ins) placed on the left side of their body. The ins worked great and the patient only had to take medication for breakthrough pain. At some point the patient got an infection that started going up the wire. They noted that the drainage started as a clear fluid, then turned yellow, then turned green. It was confirmed the patient had a staph infection so they had a pik line put in to administer medication. The infection cleared up and the pik line was removed but then it returned again so they pik line was put in a second time. Their health care provider (hcp) could not clean it out so the entire system was removed.